Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. The device's blower subassembly will need replaced due to blower impeller seized up, to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.